Event description:
Revision surgery - due to the baseplate failing; motion was detected in the baseplate and the peripheral screw broke.

Manufacturer narrative:
The reason for this revision surgery was identified as a failed baseplate after 1.1 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for a functional issue, one dimensional concern, (B)(4) broken/damaged/cracked devices, one revision, two failed devices, (B)(4) due to dislocation, one due to pain, (B)(4) due to infection, (B)(4) due to trauma, nine for device loosening, one surgical technique, nine for stability/poor joint issues, three for fixation, four for malposition, two due to dissociation, and one indeterminate. This is the first complaint for this lot number. The root cause for the failed baseplate was most likely due to motion and broken peripheral screw. There is no information reported that showed material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.